Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touchscreen was frozen and unresponsive. During troubleshooting with tandem technical support, the customer was able to clear the screen and continued using the pump for insulin therapy. Customer's blood glucose ranged from 108-109 mg/dl.